Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("malposition of essure device location of device: over midline"), menorrhagia ("abnormal bleeding (menorrhagia)") and renal failure ("renal failure (stable)") in a 40-year-old female patient who had essure (ess205) (batch no. 621684) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoids, uterine polyp, arthritis, low back pain, hypoaesthesia, leiomyoma nos, irritable bowel syndrome, leukocytosis, endometriosis, hypokalemia, overweight, abdominal pain, perineal pain and nervousness. Concomitant products included fluoxetine hydrochloride (proxetine), paracetamol (tylenol) and potassium chloride (klor-con). On(B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea"). In 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth fracture ("dental issues / dental problems teeth cracking butno cavities or explanation"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2008, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6)2010, the patient experienced anxiety ("anxiety / psychological or psychiatric problems condition: anxiety"). In (B)(6)2016, the patient experienced renal failure (seriousness criterion medically significant). On an unknown date, the patient experienced depression ("depression / psychological or psychiatric problems condition: depression"), inflammation ("inflammation"), abdominal pain lower ("abdomen pain"), pain in extremity ("feet and hands pain"), arthralgia ("joint pain"), contusion ("bruised feeling soles of feet"), trichodynia ("hair pain") and eye pain ("eyeballs pain"). The patient was treated with surgery (ablation on(B)(6)2013, hysterectomy with bilateral salpingectomy on (B)(6)2017 dilatation and curettage and hysterectomy with bilateral salpingectomy on (B)(6)2017, dilatation and curettage). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain, device dislocation, renal failure, tooth fracture, inflammation, migraine, headache, nausea, contusion, trichodynia and eye pain outcome was unknown and the menorrhagia, depression, anxiety, vaginal haemorrhage, dysmenorrhoea, fatigue, abdominal pain lower, pain in extremity and arthralgia had resolved. The reporter considered abdominal pain lower, anxiety, arthralgia, contusion, depression, device dislocation, dysmenorrhoea, eye pain, fatigue, headache, inflammation, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, renal failure, tooth fracture, trichodynia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: total bilateral occlusion. Nuclear magnetic resonance imaging - on (B)(6)2014: no significant bony contusion is noted of the right knee.. Ultrasound pelvis - on (B)(6)2013: malposition of essure device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, anxiety, depression, pelvic pain, dysmenorrhea, joint pain, renal failure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: her demographic was updated. This case concerns 40 year old patient. Lab data was added. She had recovered from event: dysmenorrhea (cramping). Event: menorraghia is incicent (previously reported as other event). Event: dislocation reported verbatim was updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("malposition of essure device location of device: not sure") and renal failure ("renal failure (stable)") in an adult female patient who had essure (ess205) (batch no: 621684) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoids, uterine polyp, arthritis, low back pain, hypoaesthesia, leiomyoma nos, irritable bowel syndrome, leukocytosis, endometriosis, hypokalemia, overweight, abdominal pain, perineal pain and nervousness. Concomitant products included fluoxetine hydrochloride (proxetine), paracetamol (tylenol) and potassium chloride (klor-con). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and nausea ("nausea"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth fracture ("dental issues / dental problems teeth cracking butno cavities or explanation"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In 2010, the patient experienced anxiety ("anxiety / psychological or psychiatric problems condition: anxiety"). In 2016, the patient experienced renal failure (seriousness criterion medically significant). On an unknown date, the patient experienced depression ("depression / psychological or psychiatric problems condition: depression"), inflammation ("inflammation"), abdominal pain lower ("abdomen pain"), pain in extremity ("feet and hands pain"), arthralgia ("joint pain"), contusion ("bruised feeling soles of feet"), trichodynia ("hair pain") and eye pain ("eyeballs pain"). The patient was treated with surgery (ablation on 2013, hysterectomy with bilateral salpingectomy on (B)(6) 2017 dilatation and curettage and hysterectomy with bilateral salpingectomy on (B)(6) 2017, dilatation and curettage). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, renal failure, tooth fracture, inflammation, dysmenorrhoea, migraine, headache, nausea, contusion, trichodynia and eye pain outcome was unknown and the depression, anxiety, vaginal haemorrhage, menorrhagia, fatigue, abdominal pain lower, pain in extremity and arthralgia had resolved. The reporter considered abdominal pain lower, anxiety, arthralgia, contusion, depression, device dislocation, dysmenorrhoea, eye pain, fatigue, headache, inflammation, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, renal failure, tooth fracture, trichodynia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging: on (B)(6) 2014: no significant bony contusion is noted of the right knee. Ultrasound pelvis: on (B)(6) 2013: malposition of essure device. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, anxiety, depression, pelvic pain, dysmenorrhea, joint pain, renal failure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-dec-2018: quality safety evaluation of product technical complaints. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('malposition of essure device location of device: over midline') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 40-year-old female patient who had essure (ess205) (batch no. 621684) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoids, uterine polyp, arthritis, low back pain, hypoaesthesia, leiomyoma nos, irritable bowel syndrome, leukocytosis, endometriosis, hypokalemia, overweight, abdominal pain, perineal pain and nervousness. Concomitant products included fluoxetine hydrochloride (proxetine), paracetamol (tylenol) and potassium chloride (klor-con). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea"). In 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth fracture ("dental issues / dental problems teeth cracking butno cavities or explanation"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2008, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced anxiety ("anxiety / psychological or psychiatric problems condition: anxiety"). In (B)(6) 2016, the patient experienced renal failure ("renal failure (stable)"). On an unknown date, the patient experienced depression ("depression / psychological or psychiatric problems condition: depression"), inflammation ("inflammation"), abdominal pain lower ("abdomen pain"), pain in extremity ("feet and hands pain"), arthralgia ("joint pain"), contusion ("bruised feeling soles of feet"), trichodynia ("hair pain"), eye pain ("eyeballs pain"), feeling abnormal ("brain fog"), muscle fatigue ("muscle fatigue") and paralysis ("partial paralysis") and was found to have white blood cell count increased ("high white cell count") and blood potassium decreased ("low potassium"). The patient was treated with surgery (ablation on (B)(6) 2013, hysterectomy with bilateral salpingectomy on (B)(6) 2017 dilatation and curettage and hysterectomy with bilateral salpingectomy on (B)(6) 2017, dilatation and curettage). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, renal failure, tooth fracture, inflammation, migraine, headache, nausea, contusion, trichodynia, eye pain, feeling abnormal, white blood cell count increased, blood potassium decreased, muscle fatigue and paralysis outcome was unknown and the menorrhagia, depression, anxiety, vaginal haemorrhage, dysmenorrhoea, fatigue, abdominal pain lower, pain in extremity and arthralgia had resolved. The reporter considered abdominal pain lower, anxiety, arthralgia, blood potassium decreased, contusion, depression, device dislocation, dysmenorrhoea, eye pain, fatigue, feeling abnormal, headache, inflammation, menorrhagia, migraine, muscle fatigue, nausea, pain in extremity, paralysis, pelvic pain, renal failure, tooth fracture, trichodynia, vaginal haemorrhage and white blood cell count increased to be related to essure (ess205). The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Magnetic resonance imaging - on (B)(6) 2014: no significant bony contusion is noted of the right knee.. Ultrasound pelvis - on (B)(6) 2013: malposition of essure device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, anxiety, depression, pelvic pain, dysmenorrhea, joint pain, renal failure. Lot number: 621684. Manufacture date: 2006-11. Expiration date: 2008-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('malposition of essure device location of device: over midline'), menorrhagia ('abnormal bleeding (menorrhagia)') and renal failure ('renal failure (stable)') in a 40-year-old female patient who had essure (ess205) (batch no: 621684) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoids, uterine polyp, arthritis, low back pain, hypoaesthesia, leiomyoma nos, irritable bowel syndrome, leukocytosis, endometriosis, hypokalemia, overweight, abdominal pain, perineal pain and nervousness. Concomitant products included fluoxetine hydrochloride (proxetine), paracetamol (tylenol) and potassium chloride (klor-con). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea"). In 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth fracture ("dental issues / dental problems teeth cracking but no cavities or explanation"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2008, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, the patient experienced anxiety ("anxiety / psychological or psychiatric problems condition: anxiety"). On (B)(6) 2016, the patient experienced renal failure (seriousness criterion medically significant). On an unknown date, the patient experienced depression ("depression / psychological or psychiatric problems condition: depression"), inflammation ("inflammation"), abdominal pain lower ("abdomen pain"), pain in extremity ("feet and hands pain"), arthralgia ("joint pain"), contusion ("bruised feeling soles of feet"), trichodynia ("hair pain"), eye pain ("eyeballs pain"), feeling abnormal ("brain fog"), muscle fatigue ("muscle fatigue") and paralysis ("partial paralysis") and was found to have white blood cell count increased ("high white cell count") and blood potassium decreased ("low potassium"). The patient was treated with surgery (ablation on (B)(6) 2013, hysterectomy with bilateral salpingectomy on (B)(6) 2017 dilatation and curettage and hysterectomy with bilateral salpingectomy on (B)(6) 2017, dilatation and curettage). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, renal failure, tooth fracture, inflammation, migraine, headache, nausea, contusion, trichodynia, eye pain, feeling abnormal, white blood cell count increased, blood potassium decreased, muscle fatigue and paralysis outcome was unknown and the menorrhagia, depression, anxiety, vaginal haemorrhage, dysmenorrhoea, fatigue, abdominal pain lower, pain in extremity and arthralgia had resolved. The reporter considered abdominal pain lower, anxiety, arthralgia, blood potassium decreased, contusion, depression, device dislocation, dysmenorrhoea, eye pain, fatigue, feeling abnormal, headache, inflammation, menorrhagia, migraine, muscle fatigue, nausea, pain in extremity, paralysis, pelvic pain, renal failure, tooth fracture, trichodynia, vaginal haemorrhage and white blood cell count increased to be related to essure (ess205). The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion. Magnetic resonance imaging: on (B)(6) 2014: no significant bony contusion is noted of the right knee. Ultrasound pelvis: on (B)(6) 2013: malposition of essure device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, anxiety, depression, pelvic pain, dysmenorrhea, joint pain, renal failure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2019: social media received- new event high white cell count, low potassium, brain fog, partially paralyzed, muscle fatigue, was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental issues"), depression ("depression"), anxiety ("anxiety") and inflammation ("inflammation"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, tooth disorder, depression, anxiety and inflammation outcome was unknown. The reporter considered anxiety, depression, inflammation, pelvic pain and tooth disorder to be related to essure (ess205). The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.